Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned/non-emergency treatment. The procedure was delayed and completed after restarting the system. It was reported to philips that malfunction of the device, it cannot be started correctly, a few restarts did not help. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, found that the camera was not working, several reboots were ineffective and requested an onsite support. The philips field service engineer (fse) went onsite, checked the system and found that host pc is crashed. To resolve the issue, fse replaced the host pc. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If bootup issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An bootup issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to startup correctly.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.